Event description:
It was reported that during a laparoscopy procedure, the blade tip broke off the device. A ligasure device was used to complete the procedure. There was no adverse consequence to the pt.